Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer complaint alleges "the comfort circuit and the t piece (with pop off) back up with water". It was reported that water was coming out of both column ports. The patient was on 5 lpm using a pediatric ram cannula. It was reported that the cannula was in the patient's mouth and it was possible the patient was biting the tubing. No patient harm reported.